Event description:
A report was received on (B)(6) 2024 from the home therapy nurse (htn) of a 62-year-old male patient approved for performing solo home hemodialysis therapy, with a medical history including diabetes, cardiovascular issues (nos) and end stage renal disease who stated the patient expired at an unspecified time during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 02 jan 2025 from the htn who stated the patient went to use the bathroom at an unspecified time during treatment and was later was found on the floor with his arterial line disconnected and clamp to both the arterial line and catheter port open. Per the htn, the cause of death was air embolism, unrelated to nxstage product and therapy.

Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).